Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an application issue. The customer stated that when nursing staff attempted to pull available medication the pyxis unit did not recognize the order and the bedside scanning did not operate potentially causing a patient safety issue and this malfunction also caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application experienced connectivity issues. The technical support specialist (tss) determined device had a network-related issue, which caused synchronization problems. Tss deployed ssl packages remotely to enable remote access and instructed the customer to reboot the device. After rebooting, download issues were resolved, and the customer confirmed the device was functioning normally. Another device had a separate connectivity issue preventing remote access. The device was later rebooted again to apply the fix, aiming to restore full connectivity. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an application issue. The customer stated that when nursing staff attempted to pull available medication the pyxis unit did not recognize the order and the bedside scanning did not operate potentially causing a patient safety issue and this malfunction also caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.